Event description:
A pump with a failure code 812:02. This failure code occurred during pt use, but it is unknown at what step in the process this occurred. There was no pt injury or medical intervention necessary.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the cause of failure code 812:02 was corrosion in the printed circuit board.